Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 752.3 mcg/day and unknown morphine 2.2 mg/ml at 0.8276 mg/day via an implanted pump. It was reported they went to do a normal pump refill and they were able to successfully aspirate all the drug from the reservoir. It was noted once they started pushing drug into the reservoir, they realized that the syringe (from an outside compact pharmacy) had a hairline fracture. It was noted every time the healthcare provider pushed down on the syringe to fill the pump, the drug leaked out of the side of the syringe and no drug went into the pump. It was reported the compounding pharmacy was making the drug tonight and doing overnight shipping so it would be there tomorrow. The rep was inquiring once they fill it tomorrow, did they need to do a prime bolus. It was reviewed that no prime bolus was needed and explained pertinent information. It was reviewed to monitor for withdrawal symptoms since the patient was not getting drug at this time since the pump was empty and sent the emergency procedure guidelines. Patient symptoms were not reported at th is time. Additional information was received from the initial reporter on 2020-jul-03 indicated the hcp stated that they were unable to fill the pump yesterday and it was empty. It was further reported the patient ended up in the emergency room (ER) on the date of this report and the ER doctor did not want her to refill the pump because the patient was not stable. It was noted the ER doctor said the patient¿s symptoms appeared to be baclofen overdose. The patient was hard to arouse and was given narcan. The hcp wanted to review the repercussions of having the pump empty. The possibility of filling the pump with saline and running it at minimum rate mode was reviewed and re-faxed itb emergency procedure. Additional information was received from a healthcare provider (hcp) on 2020-jul-03 indicated they were unable to fill the pump on (B)(6) 2020 and it was empty. It was noted the patient ended up in the emergency room (ER) on (B)(6) 2020 and the ER doctor did not want her to refill the pump because the patient was not stable. The ER doctor said the patient¿s symptoms appeared to be baclofen overdose. It was noted the patient was hard to arouse and was given narcan. The hcp wanted to review the repercussions of having the pump empty. Additional information was also received on 2020-jul-06 from the hcp and it was also reported the patient had symptoms of lethargy, lavia vomiting, and could not stay awake on (B)(6) 2020. It was reported around 5-6 pm on 2020-jul-03 they filled the pump with saline and put the pump into minimum rate (about 66 hrs or 2.75 days have gone by in min rate). It was noted the patient was back today and they were refilling the pump with the same drug the patient previously had (baclofen 2000 mcg/ml and morphine 2.2 mg/ml) and planned to program the pump at the same dose. The reason for the call was they would like assistance with programming. It was confirmed they have already removed the saline in the pump and refilled it with the appropriate medication however when she was programming it was asking to do a bridge bolus. It was reviewed how to bypass the bridge bolus. Calculations were reviewed on how long the patient would get the old medication, how long the break in therapy would be from the saline, and how long before the patient gets the new medication without running the bridge bolus. Additional information was received from the hcp on 2020-jul-08 indicated it was unable to be determined if the patient¿s ER (emergency room) event and possible baclofen overdose was related to the device, therapy, or refill procedure. It was unknown if any diagnostics/troubleshooting was performed related to the event. The cause of the refill difficulties, empty pump and damaged syringe was unknown. It was noted the pump was filled successfully on (B)(6) 2020. It was unknown if the event resolved. On 2020-jul-21, additional information was again received from the hcp and repeated previously reported information. The patient was supposed to be refilled on thursday ((B)(6) 2020), but there was a crack in the syringe, so a replacement was ordered from the compounding pharmacy. The request was made for an overnight delivery and the patient was to be refilled on friday ((B)(6) 2020). Friday morning, the patient went to the ER and was admitted as they were having issues being overly sleepy and not fully responsive. The ER physician requested the pump to not be filled with drug and to be filled with saline. The hcp was contacted on monday ((B)(6) 2020) and the pump was refilled with regular mediation. The pump was turned to minimal rate when it was filled with saline and returned to the previous dosing once it was filled with drug. The pump was infusing baclofen and morphine. The hcp was asked if the cause of the patient's symptoms/ER was known. The cause was not known. The ER did not have an answer for it. It was noted the symptoms the patient was experiencing were "similar to both overdose and withdrawal" and the ER decided to treat for overdose (narcan) and the patient responded to that. It was further reported the patient had gotten extremely agitated and was given something (could not specify) for that in the ER which "knocked him down" (seemed to be referring to a lethargic type disposition). It was noted the ER did order oral (po) baclofen for the patient, and that they did not know if the patient took anything or didn't take anything at home. The hcp stated a full week had gone by and they had not heard any further information from the patient. The patient records were consulted, and the patient had no further ER (emergency room) notes. No further complications were reported.